Event description:
It was reported that the patient presented at the emergency room, symptomatic of arrhythmia and dyspnea. Upon interrogation, it was noted leadless pacemaker exhibited failure to capture. The leadless pacemaker was explanted and replaced on 1 jun 2023. The patient was in stable condition.